Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to defective pca processor. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device does not work. There was no patient involvement.